Event description:
The complaint is reported as: the customer alleges that the handle heated up and the bottom of the handle melted. This issue occurred during a trial of the device.

Manufacturer narrative:
The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report.